Event description:
It was reported that patient presented with protrusion of device from pocket. Pocket was not eroded. The physician revised the pocket and patient was stable after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.